Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised that they could continue to use the pump. The caller was instructed to reach out again if any issues reoccurred, which they acknowledged and understood.